Manufacturer narrative:
Device evaluated by MFR: device was not returned. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed. A review of the device history record (DHR) of the lots found no issues. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05636. It was reported that a vessel dissection occurred. The target lesion was located in the ramus artery. A 1.25mm rotalink¿ burr and a rotawire were selected for use. During procedure, rotablation was performed in the ramus artery. After rotablation was completed, a picture was taken and a dissection of the left main and that has bowed down into the circumflex was found. As per physician's opinion, the dissection was caused by a non-bsc guide catheter. The patient was taken for surgery urgently and did well. No further patient complications were reported.